Manufacturer narrative:
The device was not removed and as a part of clinical study the issue was resolved. As a result no investigation can be conducted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with mentor memorygel 500cc silicone breast implants which the left side had issue with capsular contracture baker grade iii and the right implant malpositioned after implantation. As a result patient had secondary procedure called capsulotomy done for both sides on (B)(6) 2019, and the issues were corrected. This report is for the right side.